Event description:
It was reported that a homechoice cassette leaked. The event was further described as ¿leaking from inside hit was reported that a homechoice (hc) cassette leaked. The event was further described as ¿leaking from inside hc's center, dripping from the bolt beside a metal plaque below hc¿. The patient noted a puddle below the hc device. This was observed during set up of the device for peritoneal dialysis therapy. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: remove the sentence: ¿the event was further described as ¿leaking from inside hit was reported that a homechoice (hc) cassette leaked.¿ (duplicated information). G4: 510k #: remove ni (reported on initial report) and replace with k102936. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.